Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy procedure after the fourth sample acquisition, no tissue samples were collected. The needle was exchanged and a new needle was placed into the driver. After sampling no tissue sample was collected into the collection chamber. The entire system and disposable components were checked and secured. The biopsy was stopped and patient was rescheduled. There was no patient injury reported.